Event description:
This catheter was used after a procedure. Upon removal of the suction catheter, it was noted that there was a defect in the catheter about 4 cm long. Since it is not known if this catheter was defective before use, the physician performed a laryngoscopy. No foreign body was found.